Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the sonicbeat pad came loose. The issue occurred during a liver laparoscopic procedure and it was completed after the pad was replaced. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was returned for evaluation and the customers complaint was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: a likely cause could not be provided. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the sonicbeat pad came loose. The issue occurred during a liver laparoscopic procedure and it was completed after the pad was replaced. There were no reports of patient harm.